Event description:
It was reported that during a microtenotomy procedure using the topaz microdebrider icw wand, the sheathing allegedly became loose. The surgeon noticed that saline was dripping from the handle, rather than the tip. This event created a 35 min delay in the procedure while another topaz wand was located. The procedure was completed without any further delays or pt complications.